Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation, information received from the customer (b3/b5), to update d9/h4, and to correct d8. The device was returned to olympus for inspection, and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a blue soft foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). In addition, the following non-reportable malfunctions were found during the device evaluation: the adhesive on the bending section cover and lenses was deteriorated. The distal end insulation was out of specification. The light guide lens was cracked. The bending angulation out of specification. The bending section was worn with a bad bending shape. The universal cord was wrinkled. The connector was scratched and corroded. There was no air or water at the output of endoscope was observed due to a clogged nozzle. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The issue occurred after an unspecified procedure.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water flow system of the gastrointestinal videoscope exhibited air/water flow issues. The device was returned, and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.